Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus. Olympus inspected the device at the service department of olympus medical systems india private limited and found followings; the power supply unit was broken. Due to this defect, the examination lamp did not ignite. The power supply unit had been four months since the last replacement. Error e315 was reproduced. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the defect of the power supply unit. The defect may have been caused by accidental failure of parts. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that an error (e103) occurred during preparation for use. Reportedly, the examination lamp of the device did not ignite and the spare lamp worked.there was no report of patient injury associated with this event.